Event description:
The customer called to report that the pump does not alarm when the reservoir is getting low of insulin. The customer believed that the pump never alarmed for low reservoir. Troubleshooting was performed. The pump passed the high-pressure test. Instructed the customer to insert a new set to run a second time the high-pressure test, after the rewind the pump read no reservoir.